Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during an percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, a longitudinal split was noted on the peg tube when it was advanced over the wire. The procedure was completed with another endovive standard peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).